Event description:
Reportedly the patient was brought into surgery for an acute appendicitis in 2003. Six days later patient was brought to surg for lap cholecystectomy, liver biopsy, mesenteric node biopsy and had repair of incisional hernia with mesh. It was noted that suture used in case failed to hold the knot, was completely untied and an incisional hernia developed that needed repair. Incision repaired without complication.